Event description:
Reporter alleged blood glucose results of 500 mg/dl and 200 mg/dl on the advantage system. Reporter stated customer had no symptoms of low or high blood glucose. Customer went to physician's office where she was treated for heartburn, but not for blood sugar. Reporter stated customer did not self-treat based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.